Manufacturer narrative:
Safety, efficacy and changing trends in endoscopic ablation for dysplastic barrett¿s esophagus in poland: a long-term multicenter re trospective analysis / wladyslaw januszewicz / polish archives of internal medicine / doi: 10.20452/pamw.16912 / published online: january 2, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study, a retrospective study analyzed the safety and outcomes of ablative treatment for dysplastic barrett¿s esophagus (be) within representative polish centers with an established practice of providing endoscopic treatment for barrett¿s esophagus. Between june 2002 to march 2024, 160 patients were analyzed with 120 patients in the radiofrequency ablation procedure group and 32 patients in the hybrid argon plasma coagulation procedure group. Ablation with hybrid argon plasma coagulation was performed after a prior injection with saline followed by ablation with pulsed argon plasma coagulation then radiofrequency ablation procedure using ablation catheters. Adverse events reported in the radiofrequency ablation group which included 7 patients with the formation of esophageal strictures which were treated with endoscopic dilation. There was one instance of post procedural bleeding necessitating a blood transfusion, and one case of esophageal perforation.